Event description:
It was reported the patient developed a pleural effusion following the implant of her left ventricular leads. Shortly thereafter, the patient tested positive for (B) (6) and had developed dvt (deep vein thrombosis). The system was explanted; the patient was treated with antibiotics. A new system was implanted approximately one month later. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.